Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, initial dose 1,441 mcg/day, decreased to minimum rate) via an implantable pump for intractable spasticity. Information received reported the patient presented to emergency room (ER) after "seizure and unresponsive". The initial reported stated the healthcare professional (hcp) believed it may be due to baclofen. An additional reported stated the patient had "symptoms of overdose or withdrawal". Interrogation of the pump was requested. The pump logs report showed motor stalls and recoveries with no known cause. The hcp then reported they felt "it was more likely overdose since the patient is unresponsive and does not appear to have high muscle tone or spasticity". The hcp ordered the pump reduced to minimum rate at 12:51 am. The patient was to remain intubated in the intensive care unit (ICU) while receiving additional medical work up. The hcp would continue to monitor. The patient's family reported that they had not seen their itb pump managing doctor since 2017. The patient was living in a nursing home and had been getting pump refills by a home health agency since 2017. There were no known environmental, external or patient factors that may have led or contributed to the issue. Pump logs received showed a motor stall occurred on (B)(6) 2019 at 12:57pm. A motor stall recovery occurred on (B)(6) 2019 at 7:50pm. Second motor stall occurred on (B)(6) 2019 at 3:40am with a motor stall recovery occurring on (B)(6) 2019 at 3:51pm. Third motor stall occurred on (B)(6) 2019 at 5:11pm with a motor stall recovery occurred on (B)(6) 2019 at 4:52am. Fourth motor stall occurred on (B)(6) 2019 at 5:12pm with a stopped pump duration exceeded 28 hours message on (B)(6) 2019 at 5:12pm. The fourth motor stall recovered on (B)(6) 2019 at 6:57am. The issue was not resolved at the time of this report. The patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the manufacturer representative (rep). Additional information stated the intensivist told the rep that they believed the patient to be in withdrawal. The patient's status was not known. It plan for the patient was to start on oral baclofen (30 mg tid) and the hcp was going to discuss with the family if they wanted to replace or explant the pump in the future once the patient becomes stable.